Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: 5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use b. Health care professional instructions 9. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported during injection, part of the syringe of juvéderm® ultra xc broke before the needle and product spilled out. Patient contact was made. No injury to patient, staff, or injector was reported. The packaged needle was used and this was the initial use of the syringe.

Event description:
Healthcare professional reported during injection, part of the syringe of juvéderm® ultra xc broke before the needle and product spilled out. Patient contact was made. No injury to patient, staff, or injector was reported. The packaged needle was used and this was the initial use of the syringe.

Manufacturer narrative:
Lab analysis of the device found 1 syringe of 1.0ml with 0.3ml of gel remaining received in an opened tray without cap but with one needle attached. No defect observed.